Event description:
It was reported that a decrease in r-waves were observed on merlin.net. High capture threshold was also observed at the prior check and brought the patient in for review. During the in-clinic check, intermittent ventricular sensing was noted. The capture thresholds have been slightly increasing since (B)(6) 2010. Noise was observed during isometric/ positional or with pocket manipulation. Chest x-ray was suggested and continue monitoring with merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
New information received that the lead was capped.